Manufacturer narrative:
The patient's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found to be contaminated by penetrated liquid. This can affect the conductive rubber contacts as well. The investigation determined the event was due to contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
No product is expected to be returned related to this case. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was a complaint of a display issue with a coaguchek xs meter. The patient advised the display is very faint. A display check was performed and the patient confirmed segments were missing in the result field of the display. On (B)(6) 2021, the patient had reported a 3.8 inr even though it was difficult to read. His dose was decreased and has had no health changes since. On (B)(6) 2021, the patient believed he obtained a 3.6 inr but it was even more difficult to read this result. The patient was advised against reporting the result, to consult his doctor for alternate testing, and to stop using the meter.

Manufacturer narrative:
Occupation is patient/consumer. The meter was requested for investigation.